Event description:
It was reported that the bed did not have power. No adverse consequence was reported.

Manufacturer narrative:
Upon examination of the plug, it was observed that the ground prong was completely missing and the two prongs were loose which is indicative of customer misuse.